Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. The device was repaired via telephone troubleshooting and returned to service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the magnets under the green door were not in place on an em 2400 machine. This occurred prior to patient use. There was no patient involvement. The device was repaired via telephone troubleshooting and returned to service. No additional information is available.